Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, mesh and (ams) monarc hammock were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of anterior and posterior repair with mesh augmentation, paravaginal repair and sacrospinous ligament fixation. It was reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other. It was reported that the patient underwent a procedure for vaginal mesh exposure on (B)(6) 2010, and a procedure to address complaints of her husband feeling something in the vagina on (B)(6) 2011. It was further reported that the patient denied dyspareunia and on (B)(6) 2012 underwent a procedure for complaints of visible mesh, and a procedure on (B)(6) 2012 due to complaints of acute onset of pelvic pain and bleeding. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent examination under anesthesia, cystoscopy, anterior colporrhaphy, vaginal mesh revision with release of tension bands on (B)(6) 2014 by dr. (B)(6) due to dyspareunia and vaginal mesh dysfunction.

Event description:
It was reported that the patient underwent examination under anesthesia, cystoscopy, anterior colporrhaphy, vaginal mesh revision with release of tension bands on (B)(6) 2014 by dr. (B)(6) due to dyspareunia and vaginal mesh dysfunction.

Manufacturer narrative:
It was reported that patient underwent vaginal graft revision, cystoscopy, and anterior colporrhaphy due to mesh erosion and dyspareunia on (B)(6) 2013.